Manufacturer narrative:
It was reported that a catheter split in half. Manual intervention was required to remove the broken off piece. After multiple good faith attempts the reporting facility remained unable or unwilling to provide additional patient, product, or procedural information related to this report. It is unknown at what point during suctioning the reported break occurred, what suction pressures the device was subjected to, or who was using the device at the time of the incident. No impact or adverse effect to the patient was originally reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported need for medical intervention to remove the broken suction catheter piece from the patient's tracheostomy, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a catheter split in half. Manual intervention was required to remove the broken off piece.